Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing soreness at the ipg site for several weeks. The physician administered a steroid injection which did not alleviate the pain. The patient states the pain is exacerbated with stimulation on. However, the patient is unable to turn stimulation off as her neuropathic leg pain becomes intolerable. The patient would like to have the ipg explant / replaced and relocated. Surgical intervention will be taken at a later date to address the issue.